Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that upon reviewing the most recent CT scan the physician discovered the original bifurcated stent graft had migrated leading to a type ia endoleak. Currently, the aortic neck was 30 mm in diameter and 12 mm in length with 20 degree angulation. A 36 mm endurant cuff was placed proximally above the existing aneurx bifurcated stent graft. After an angiogram was performed the type ia endoleak had lessened but was still present. Aptus endoanchors were then attempted, and one anchor was delivered to the sight where the endoleak appeared to originate. Tortuosity made it virtually impossible to safely deliver another anchor between the stent graft and the remaining neck so the strategy was abandoned. At that point it was determined another manufacturer¿s stent would be utilized to improve wall apposition with the endurant cuff and thus implanted in the proximal segment of the aortic neck. Another angiogram revealed no type ia endoleak was visible and it was determined that the endoleak was controlled. The physician stated the cause of the event was anatomy related (the original neck dilated beyond the size of the aneurx stent graft). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.